Manufacturer narrative:
A steris service technician arrived onsite to inspect the rack and found it to be operating properly; no sharp edges were identified. No repairs to the rack were required. While onsite, the technician who spoke to user facility personnel who stated they were not wearing proper ppe at the time of the reported event, specifically gloves. The innowave pro sonic irrigator user manual states (67), "it is recommended that personal protection equipment (ppe) be worn during loading/unloading, and cleaning or decontaminating the equipment. This must include apron, gloves and eye-protection." The innowave pro sonic irrigator's device history record (DHR) was reviewed by steris quality and no abnormalities were identified. The technician counseled user facility personnel on wearing proper ppe, specifically gloves, while operating their innowave pro sonic irrigator. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that an employee obtained a small cut on their finger after handling the rack for their innowave pro sonic irrigator. No medical treatment was sought or administered.